Event description:
The customer alleged that she performed a control test and received a result of 220 mg/dl. The normal control range was 102-141 mg/dl. The customer was unable to troubleshoot further because she ran out of control test solution. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 2mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.